Manufacturer narrative:
The referenced cable was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be determined. However, based on similar device reports the most probably cause of the reported event was likely attributed to operational error. The instruction manual contains several warning statements in an effort to prevent damage to the cable. 1) visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. 2) in order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. 3) when used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. Additionally, the OEM (original equipment manufacturer) performed a review of the DHR (device history records) for the concerned lot number and revealed no abnormalities/non-conformities for this device. If additional information becomes available or if the cable is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the high frequency cable (a0393) sparked and briefly caught on fire during an unspecified procedure. The location of the spark/fire was not specified. The procedure was completed using a similar cable. No patient/user harm or injury was reported.